Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose events between 50-60 mg/dl due to needing settings adjustments. Low bgs were addressed by consuming carbohydrates. Tandem technical support advised customer to consult with their healthcare provider regarding settings adjustments.